Event description:
The customer reported the ventilator will not run on ac power. Patient involvement unknown however no harm was reported. The remote service engineer (rse) spoke with the customer who said there was good power to the power supply, but no power out. The rse advised the customer to replace the power supply. The customer advised that the ventilator would not be repaired and would be removed from service.